Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead returned and analyzed. Blood in/on helix/lobe mechanism.

Event description:
It was reported the lead was attempted but not used as the stylet could not be removed once the helix was extended. No patient complications have been reported as a result of this event.